Event description:
It was reported that there was a polarity switch on the right ventricular (rv) lead. There were a high number of low impedance counts with a possibility of noise on the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4568-53 lead, implanted (B)(6) 2002. (B)(4).